Manufacturer narrative:
Device is combination product. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination of the returned device identified a kink in the hypotube at 12cm distal to the strain relief which is consistent with excessive force applied to the hypotube during handling. An examination of the crimped stent identified that the proximal stent strut rows of the stent were securely crimped onto the balloon. However the mid to distal section of the stent was stretched and pulled distally over the tip. There was no evidence of any device use. No inflation media was present inside the inflation lumen. The stent protector was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact (B)(4).

Event description:
It was reported that during preparation of a stenting procedure, stent damage occurred. Stent damage was noted on the distal tip of a 2.5x20mm synergy while it was being removed from the carrier tube during preparation. No patient complications were reported and the procedure as completed with another same device. The patient's status is stable. This product is only ous approved but it is similar to an approved u.s. Device.

Event description:
It was reported that during preparation of a stenting procedure, stent damage occurred. Stent damage was noted on the distal tip of a 2.5x20mm synergy while it was being removed from the carrier tube during preparation. No patient complications were reported and the procedure as completed with another same device. The patient's status is stable. This product is only ous approved but it is similar to an approved us device.